Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported when she removed the waste tank of the architect i1000sr processing module to empty it and opened the spout, she states she felt a drop on her lip. She wiped it away, spit, and gargled with mouthwash. She stated it was not in her mouth and just on her lip; but did those precautions anyway. The customer reported she was wearing a laboratory coat, gloves, but no mask. No impact to patient management or further impact to user safety was reported.

Manufacturer narrative:
The instrument service history revealed no contributing factors on or around the date of the issue. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. The current complaint is the sole complaint for splashing for the arc liquid waste tank. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the architect i1000sr processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the arc liquid waste tank did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the associated part. Labeling was reviewed and found to be adequate. Based on the investigation, the device met performance specification and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the architect i1000sr processing module serial number (B)(6).

Event description:
The customer reported when she removed the waste tank of the architect i1000sr processing module to empty it and opened the spout, she states she felt a drop on her lip. She wiped it away, spit, and gargled with mouthwash. She stated it was not in her mouth and just on her lip; but did those precautions anyway. The customer reported she was wearing a laboratory coat, gloves, but no mask. No impact to patient management or further impact to user safety was reported.